Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2025. During preparation for the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 25, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block a1 (patient identifier), block b5, section e have been updated based on the additional information received on february 27, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.